Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately a week and half post implant the patient felt their heart rate was fluctuating while at rehabilitation. During a clinic check, it was found the right ventricular (rv) lead threshold was high and unstable so the rv lead was reprogrammed to maximum output and the patient was admitted to the hospital for observation. When the thresholds were rechecked each of the next two days, they were unstable and high when measured either unipolar or bipolar and there was intermittent capture. Also, the rv lead was undersensing r-waves which was resulting in managed ventricular pacing (mvp) not operating properly. The rv lead sensitivity was reprogrammed to unipolar and then appropriate mvp pacing resumed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in had tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was later reported that the patient had bradycardia with a low pulse, recurrent syncope and low energy level. The stability of the rv lead was questioned. It was noted the patient is part of the (B)(6) registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.